Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass, a minor scratched display window, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
The customer's mother called to report that the insulin pump fell out of the case and landed on the floor which resulted in a cracked and scuffed display. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was informed that the device should be returned and it would be replaced.